Manufacturer narrative:
(B)(4).

Event description:
The consumer reported a loss/change of therapy. The patient was not able to feel stimulation while therapy was confirmed to be on. It was noted the she increased to 8.5 on program 3 (about 2 weeks ago), it did not feel that strong, but she was told she had a high tolerance for pain. About 2.5 weeks ago (after increasing to 8.5), the patient fell right on the edge of the cement step, and hit the whole area right across where her implantable neurostimulator (ins) was located. It was indicated the patient had no bruising following the fall. The patient's symptoms were helped for the first 2 weeks, but then gradually started sliding about 2 weeks ago. Her urgency would come on real suddenly instead of building up slowly. She needed to go during the call. It was unclear if the fall occurred prior to loss/change of therapy or after, as it was indicated the patient felt symptoms and increased two weeks ago while the fall occurred 2.5 weeks ago, but it was also indicated the patient turned stimulation up prior to falling. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome and interventions were provided with this event. Further follow up was conducted to obtain this information. If new information is received, a supplemental report will be submitted.

Event description:
Additional information from the consumer reported that the urgency symptoms and weak stimulation sensation were not resolved. The patient had reached the limits of the stimulator. She still had leakage problems. She did not like the low pain in her vagina from bladder connection. She was depressed about the results of operation. Also, she was disappointed that the test (outside) device worked perfectly.

Event description:
Additional information received via the consumer reported the patient continued to have urgency problems and leakage when sneezing, coughing, etc. The patient was still using pads.